Event description:
The customer reported that the workstation shut down and a communication error was on carm intermittently. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.